Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the ethylene oxide (eto) cap was put on the scope prior to immersion in detergent. The ess explained to customer that the process was not validated. The ess educated the customer on the proper way to reprocess the scope and to attach the eto cap only prior to sterrad. Additionally, the ess observed the customer place the scope and wire tray in the detergent together with all accessories for manual reprocessing. The customer was not careful when handling the scope and distal end was not protected. The ess recommended reprocessing the scope in the sink by itself without the tray and accessories and handling the scope more carefully in the sterile processing department. The subject device referenced in this report will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus endoscopy support specialist (ess) reported, during a repair reduction evaluation/in-service at the user facility, the rhino-laryngo videoscope was being reprocessed incorrectly. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the issue occurred due to human error. The instructions for use (IFU) provides the following guidelines: enf-v3 operation manual. 2.1 nomenclature and functions. Light guide connector, video connector. No.: 11. Nomenclature: eto cap (mb-156). Description: the eto cap is equalizing the outer and inner pressure. The cap must be attached prior to gas sterilization (ethylene oxide gas, sterrad® 50/100s/nx¿ etc.) And aeration and removed prior to immersion or clinical examination. The cap must also be attached when the endoscope is transported outside the hospital (shipment, return for repairs, etc.).